Event description:
The customer's mother stated that the customer was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 128 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's mother stated that the cannula was bent when the customer removed the infusion set. The insulin pump alarmed no delivery on the day of the first event. A tubing clamp was not available to perform the high pressure test. The customer went a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.